Manufacturer narrative:
The technical analysis and evaluation have been completed, and there will be no follow-up report. Country of incident: germany.

Event description:
We have received information about a potential incident and would like to inform you about it. During home ventilation at a care facility the device suddenly failed, leaving the screen black and the unit non-functional. The patient was reportedly connected to the device at the time of the incident, and the therapy could not be continued. The patient remained unharmed as ventilation was continued using a replacement device.